Event description:
It was reported that the customer was in a vehicular accident and hospitalized. The reported blood glucose reading was 154 mg/dl at the time of the report. The customer stated that the accident was not caused by high or low blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.